Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion, five years post implant procedure. It was noted that the device battery was in the end of service (eos). The device was extracted and replaced. No patient complications have been reported as a result of this event.